Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation reported that the ins never seated properly and that it took "months before it stopped burning at ins site," which began at implant ((B)(6) 2015). Additionally the patient reported that she was having problems with retention and leaking since (B)(6) 2016. The patient also reported that she was feeling stimulation near the rectum and that the lead may have shifted since (B)(6) 2016. The patient stated that the ins site had been painful, warm to the touch, and swollen off and on since implant. The patient was advised to follow-up with her healthcare provider. The patient stated that her healthcare provider had told her to contact the local manufacturer representative for an adjustment. The patient was informed that the local rep would be notified. The patient described the symptom onset as gradual. Patient status is unknown at the time of this report.

Event description:
Additional information was received from a hcp indicated that patient has had their interstim removed on (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted their previous ins was replaced because it was implanted in the wrong location and the therapy was intermittent. They confirmed referencing the ins not being seated correctly and resulting symptoms as reported previously. They added that every time they sat down, they could feel the ins right where the bend of their butt is and it wasn't comfortable. The patient added that they think the ins never healed properly because it was constantly sore and the "inside never healed up". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.